Manufacturer narrative:
Evaluation results: (B)(6) 2010: water was introduced into the balloon and the water leaks out of the distal balloon bond. Colored water was then introduced into the balloon and it is confirmed that there is a fluid path where the water is leaking out of the distal balloon bond because the bond has delaminated. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The entire device was visually inspected and there are no other defects detected. These devices are visually and functionally tested 100% prior to packaging. A review of post-sterile test data demonstrates that it requires an inflation volume of 26ml. Minimum to cause balloon joint to delaminate. Root cause of the reported event could not be determined. A quality threshold has not been exceeded therefore no corrective action will be pursued at this time.

Event description:
It was reported that the balloon ruptured during prep of the device. The customer was inflating with saline per the IFU. The device not used in a patient.